Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: ail alarm. Detailed inquiry description: reported alarms during lipids infusion. Initially alarmed from downstream occlusion x2 despite no occlusion and patent line. Then alarmed for ail with no visible air bubbles per rn. Rn changed out tubing and infusion continued infusing without issue. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains of the reported lot number were tested per specification with passing results. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.